Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-sep-2025 the user reported that the ilet became unresponsive and could not be powered on for several hours after swimming. A replacement pump was issued. No symptoms were reported, and no medical intervention was required.